Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an inoperable air in line sensor. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3: correction. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The air detector was damaged, and the upstream occlusion (uso) seal was buckling. The air detector and uso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.